Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by attempting to run samples. While troubleshooting, fse found a test cup stuck inside the incubator wheel. Fse resolved the complaint by removing the test cup, fse also cleaned and lubricated underneath the incubator wheel. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through the aware date (B)(6) 2022 was performed for similar complaints. There were two similar complaints identified during the search period including this case. The aia-900 operator's manual under section12: error messages states the following: (4275) incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to the test cup being stuck in the incubator.

Event description:
A customer reported error message ¿4275 incubator slipping detected¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.